Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event and a product complaint, concerned female patient of unknown age and origin. Medical history was not provided. Concomitant medications included insulin glargine used for unknown indication. The patient received insulin lispro (rdna origin) (humalog) via reusable pen (humapen ergo ii), subcutaneously three times a day, 8 units in the morning, 6 units in the afternoon and 8 units at night, for treatment of diabetes mellitus. Start date was not provided. On an unspecified date, sometime while taking insulin lispro, it was planned that she would have an unspecified surgery on her eyes, but because of high blood glucose she could not do it. On an unreported date in 2016, she reported that the injection button on her humapen ergo ii could not be pushed down ((B)(4)/ lot 1204d01). The needle size was the ones prescribed by her doctor, and there was no foreign material in the pen. On an unspecified date, she was hospitalized to control blood glucose and was discharged on (B)(6) 2017. Further details regarding hospitalization were not provided. Her surgery on eyes was reserved to be on (B)(6) 2017. Information regarding corrective treatment was not provided. Outcome for the event was unknown. Insulin lispro treatment status was ongoing. The user of the humapen ergo ii was unknown and his/her training status was not provided. The humapen ergo ii model duration of use and the suspect humapen ergo ii duration of use were not provided. The action taken with the suspect humapen ergo ii was not provided and its return status was unknown. The reporting consumer did not know if the event was related to insulin lispro and did not provide an opinion of relatedness for humapen ergo ii. Update 25jan2017: upon review, this case was opened to add the (B)(4) along with complaint information to the case; and the medwatch and european and canadian required device reporting elements were updated for regulatory reporting. Update 30-jan-2017: information received from the affiliate on 26-jan-2017 indicating that after several attempts to follow-up, the reported could not be contacted. No new adverse event information was received. Upon internal review laboratory data was amended from abnormal to high. Update 07-feb-2017: follow-up was attempted, but the reporter is not contactable. No additional information provided.

Manufacturer narrative:
Evaluation summary: a female patient reported the injection button of her humapen ergo ii device could not be pushed down. The patient experienced increased blood glucose. The investigation of the returned device (batch 1204d01, manufactured april 2012) found that the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(6). This spontaneous case, reported by a consumer who contacted the company to report an adverse event and a product complaint, concerned female patient of unknown age and origin. Medical history was not provided. Concomitant medications included insulin glargine used for unknown indication. The patient received insulin lispro (rdna origin) (humalog) via reusable pen (humapen ergo ii), subcutaneously three times a day, 8 units in the morning, 6 units in the afternoon and 8 units at night, for treatment of diabetes mellitus. Start date was not provided. On an unspecified date, sometime while taking insulin lispro, it was planned that she would have an unspecified surgery on her eyes, but because of high blood glucose she could not do it. On an unreported date in 2016, she reported that the injection button on her humapen ergo ii could not be pushed down (product complaint 3884435/ lot 1204d01). The needle size was the ones prescribed by her doctor, and there was no foreign material in the pen. On an unspecified date, she was hospitalized to control blood glucose and was discharged on (B)(6) 2017. Further details regarding hospitalization were not provided. Her surgery on eyes was reserved to be on (B)(6) 2017. Information regarding corrective treatment was not provided. Outcome for the event was unknown. Insulin lispro treatment status was ongoing. The user of the humapen ergo ii was unknown and his/her training status was not provided. The humapen ergo ii model duration of use and the suspect humapen ergo ii duration of use were not provided. The action taken with the suspect humapen ergo ii was not provided and its return status was unknown. The reporting consumer did not know if the event was related to insulin lispro and did not provide an opinion of relatedness for humapen ergo ii. Update 25jan2017: upon review, this case was opened to add the product complaint number 3884435 along with complaint information to the case; and the medwatch and european and canadian required device reporting elements were updated for regulatory reporting. Update 30-jan-2017: information received from the affiliate on 26-jan-2017 indicating that after several attempts to follow-up, the reported could not be contacted. No new adverse event information was received. Upon internal review laboratory data was amended from abnormal to high. Update 07-feb-2017: follow-up was attempted, but the reporter is not contactable. No additional information provided. Update 24-feb-2017. Additional information received 24feb2017 from the product complaint safety database. On the device tab entered the device return date, manufacture date, changed malfunction to no, entered the device specific safety summary (dsss), updated the european and canadian (EU/ca) device information, updated the medwatch field with the device information and the narrative was updated accordingly. Update 09-mar-2017: information received via a psp on 06-mar-2017. Follow-up was attempted and reporter refuse to answer the phone. No changes were performed to the case.